Manufacturer narrative:
On 10/07/2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported an issue on behalf of an end user: "male patient with total knee surgery a few days prior. He has had no pain so far. The pump is running fine, however, there is blood coming from the catheter site and is backing up into the pump tubing. I advised him to call anesthesia immediately and to turn off the pump. I told him to call back if he had any other concerns. Surgery was with dr. Davis. There was 63.7 ml of medication left in the bag, according to the reading on the pump. Asked if the patient was on blood thinners and the wife said that he normally took them. They called anesthesia." A patient was involved but not harmed.